Event description:
It was reported that during an installation of a brand new cardiosave intra-aortic balloon pump (iabp), the iabp had a significant leak at the fill manifold. This is an out-of-box (oob) failure. The customer declined receipt of the iabp unit. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected failed oob cardiosave unit was returned from the field to getinge's national repair center for evaluation. Upon evaluation by the nrc technician, the reported issue "large helium leak at fill manifold" was not reproduced. Multiple helium leak tests were performed, and the helium leak tests passed with an average leak rate of 10 mmhg after 5 minute periods. Testing was done with a full pressure helium tank which was closed at the tank's shut off valve; the iabp unit was further tested for several days while periodically checking helium tank pressure - no issues were observed. The iabp was able to pass all the leak and performance tests. The technician then performed preventive maintenance (pm), functional and safety checks per service manual and all tests passed per factory specifications. No further investigation is required.

Manufacturer narrative:
The customer received a replacement pump. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during an installation of a brand new cardiosave intra-aortic balloon pump (iabp), the iabp had a significant leak at the fill manifold. This is an out-of-box (oob) failure. The customer declined receipt of the iabp unit. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) re-crated the iabp unit in the original packing and shipped it to getinge manufacturing in (B)(4) for replacement. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during an installation of a brand new cardiosave intra-aortic balloon pump (iabp), the iabp had a significant leak at the fill manifold. This is an out-of-box (oob) failure. The customer declined receipt of the iabp unit. There was no patient involvement, and there was no adverse event reported.